Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (reset during pulse test) has been confirmed. Upon investigation the monitor reset during a pulse test at the distributor and was unable to communicate with an electrode belt. The cause for the failure was isolated to a shorted u409 processor on the c/a board and shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it reset during a pulse test.